Manufacturer narrative:
Date device returned to manufacturer, of the initial medwatch report indicates: 02/25/2014. Date device returned to manufacturer, of the initial medwatch report should indicate: 02/17/2014.

Event description:
It was reported to a physio-control service representative that the customer's device did not recognize the defibrillation electrodes that were attached to the device during maintenance. The device displayed the message "connect electrodes". Therefore, the device would not be able to provide defibrillation therapy if required. The defibrillation electrodes were tested and were ok. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. It was also observed during device evaluation that the device stopped charging defibrillation energy and would log an event code into the device's memory log. Physio-control then replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. After repair, the device was returned to the customer for use.

Manufacturer narrative:
The initial medwatch report indicates: physio-control evaluated the device and verified the reported failure. It was also observed during device evaluation that the device stopped charging defibrillation energy and would log an event code into the device's memory log. Physio-control then replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. After repair, the device was returned to the customer for use. The initial medwatch report should indicate: physio-control evaluated the device but could not verify the reported failure of the device not recognizing the electrodes. It was however observed during device evaluation that the device stopped charging defibrillation energy and would log an event code into the device's memory log. Physio-control then replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. After repair, the device was returned to the customer for use. Follow-up information: physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported failure of the device not charging defibrillation energy was due to a diode, designator cr44 on the therapy pcb assembly being shorted. It was observed that the diodes, designators cr30 and cr43 had shorted as well, but circuit analysis pointed to diode, designator cr44 as the root cause. This caused the device not to charge defibrillation energy.